Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy for gastric cancer procedure, while detaching the gastric body, the surgeon was unable to press the green button and squeeze the handle. The stapler did not fire. The stapler handle was replaced to complete the case and resolve the issue. There was no patient injury.